Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to power to sensor circuit board. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and identified the pneumatic block cable was not fully connected to the main circuit board. The pneumatic block cable was connected to the main circuit board to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).